Manufacturer narrative:
A review of the manufacturing records for the device has been conducted. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Attempt(s) to acquire information required for this form were made by gore. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable.

Event description:
In 2007, the patient underwent treatment for an abdominal aortic aneurysm and was implanted with gore excluder aaa endoprosthesis. The patient tolerated the procedure. In 2009, the patient underwent a reintervention for a rupture at the neck and was implanted two gore aortic extender components. The patient tolerated the procedure. A search of the social security death index revealed that patient died the following month, of unknown causes. Further investigation is pending.